Manufacturer narrative:
B5 - 'significant reduction of iridocorneal angles was also reported.' Should be added to initial MDR. H6 - patient code 2692 correct to patient code 3191 (no code available - significant reduction of iridocorneal angles) in initial MDR. H6 - device code 1494 (off-label use - age < 21 years old) should be added to initial MDR. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.0/1.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.